Event description:
It was reported that the patient presented for follow-up after receiving a vibratory alert. Stored episodes of non sustained oversensing due to oversensing of myopotentials were observed. Physician elected to not make any programming changes. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).